Event description:
It was reported that the mobile programmer experienced poor communication causing the electrocardiogram (ECG) waveform to display as a dotted line or disappear at times during an implant procedure. Troubleshooting steps were taken to include repositioning and ultimately swapping out the mobile programmer which resolved the issue. Performance data from the mobile programmer application was received and it was determined at analysis that the mobile programmer lost connection. No patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.1.1.

Manufacturer narrative:
Product analysis: the mobile programmer was returned for analysis. Analysis was unable to confirm the customer comment that the mobile programmer experienced poor communication causing the electrocardiogram (ECG) waveform to display as a dotted line or disappear. Analysis reported no abnormalities or defects were found with the mobile programmer. Performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer experienced poor communication causing the electrocardiogram (ECG) waveform to display as a dotted line or disappear was confirmed and it was determined at analysis that the mobile programmer lost connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.